Manufacturer narrative:
The device has not been made available for evaluation at this time. Should the device or further information become available, a follow-up report will be generated.

Event description:
Alleges that the back has broken off the chair completely and she had to have the ems come to her home and get her out of the chair.

Manufacturer narrative:
The device was returned and evaluated. The evaluation concluded improper engagement of seat back and customer abuse.

Event description:
Alleges that the back has broken off the chair completely and she had to have the ems come to her home and get her out of the chair.